Manufacturer narrative:
The root cause of this event cannot be identified, since the unit still not returned to MFR for further analysis. However, the preliminary evaluate result is determined to be similar to the event of the MDR 3005442893-2012-00004. As for the known possible cause, health & life company have been taking preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, health & life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on april 24 and april 30, 2013, respectively. The recall action is still on the process.

Event description:
Nephron pharmaceuticals corporation received a malfunction complaint of loose washer on (B)(6), 2015, that was reported as associated with the use of the ez breathe atomizer. The pt reported that a washer became dislodged from the device and fell in his throat. During a f/u phone call on (B)(6), 2015, the pt reported that a small washer separated from the medication cup and fell into his throat while he was inhaling asthmanefrin inhalation solution, 2.25% from the device; however, the pt was able to retrieve the loose washer. He stated that he was breathing the medication through the device's mouthpiece when the malfunction occurred; moreover, he was using the device to treat a mild asthma exacerbation. The pt has used the device intermittently for at least 1.5-2 years; however, he did not use the device for a few months before using the device on (B)(6), 2015. The pt is a (B)(6) with a past medical history that is significant for asthma. He is a former smoker and reported that he experiences an upset stomach when he used feldene (piroxicam). (B)(4). Prescriptions for albuterol inhalation solution, a nebulizer, a proair (albuterol) inhaler, and prednisone. The pt is a (B)(6) with a past medical history that is significant for asthma. He reported that his asthma exacerbations are exacerbations are sporadic but concentrated when they occur.